Manufacturer narrative:
Continuation of d10: product ID 97755, lot#/serial# (B)(6), product type recharger. H3: analysis of the recharger found no anomalies were visually observed. Got no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began probably a month ago. Patient stated the recharger got really hot where the cord hooked on to the paddle. Patient also kept getting no device found when attempting to charge the implant. During the call there were no damages on the recharger and patient couldn't see in the controller charging port. Patient plugged the recharger and got 100/100/100 or 0 for the low but high was on 100. Advised patient to go through passive recharge 3 times and that the process could take anywhere between 10 to 30 minutes. Advised patient to call back if the issue persisted. Patient called back on 2024-jun-04 repeating previously documented information. Patient said that they were trying to charge their implant but was still getting no device found on the controller screen. Patient went through passive recharge mode twice for 30 minutes each, trying to recharge their implant but was unable to advance past passive recharge mode. Patient shared that they notified their manufacturer representative about this issue via phone call yesterday, and today the rep provided the number to call in and advised the patient to call to get a new battery pack. The issue was not resolved. An email was sent to the repair department to replace the recharger.